Manufacturer narrative:
(B)(4). Unit passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. However, unit alarmed unexpected restart alarm after battery change and resets time/date to factory default due to c13 voltage leak at interface board. No unexpected insulin pump error alarm noted during testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The troubleshooting was performed and they were able to clear the alarm and able to rewound the insulin pump. The customer experienced high blood glucose readings of 33.3 mmol/l, which was treated with manual injections. The insulin pump will be returned for analysis.